Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/02/2024, it was reported by a sales representative via sems that an ar-2323bcc and an ar-1927bcf-45 anchor broke as the surgeon was screwing in during a rotator cuff repair with biceps intra-articular tenodesis surgery. For the ar-1927bcf-45, the 4.5 awl was used but it still broke. After discussion with the surgeon after the case, the issue was due to the trajectory. The surgery was completed successfully using another anchor ar-2323bcc. There was no patient harm.